Event description:
During an ercp performed by dr. (B)(6) of (B)(6) hospital on (B)(6) 2019, two cook zilver stents failed to deploy. The anatomy was tortuous and heavily strictured and the procedure could not be completed. The patient was reported to be okay. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).